Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases and an opening on the anterior side. A leak test and microscopic analysis were performed which identified a sharp opening, delamination (<75% partial separation) and a greater-than 1 millimeter void in the non-textured, valve-to shell-bond area. Based on the device analysis, the final assessment is a sharp opening on the anterior side due to an unidentified tear opening, and partial delamination of the valve due to adhesive failure. The reason for reoperation was deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.